Manufacturer narrative:
Date received by manufacturer: 13oct2019. Date of report: 15oct2019. This customer complaint was caused by an out of specification component on the air flow sensor. Replacement of the air flow sensor corrected this failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10july2019. The manufacturer¿s field service engineer (fse) remotely confirmed the reported flow accuracy test failed issue. The manufacturer¿s (fse) remotely recommended to replace flow sensor. Customer reports that replacing the flow sensor corrected the issue.

Event description:
The customer reported flow accuracy test failed. There was no patient involvement.